Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: suture-break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during suture management, as the non-rail (white) suture limb was pulled to tighten the knot, the suture broke. The suture was removed and a non-abbott arteriotomy closure device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.